Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered an atrial esophageal fistula, which required surgical intervention. The patient¿s medical history is unknown. It is reported that the procedure occurred on (B)(6) 2014. The procedure was completed without incident and the patient was discharged. The patient returned to the hospital and the esophageal fistula was noted. Surgery was performed (B)(6) 2014. The patient was still in the hospital at the time the complaint was reported on (B)(6) 2014. Additional information was received on the event. At the time of the procedure on (B)(6) 2014, no perforation was noted. The adverse event was discovered on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital and the perforation was confirmed. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. In addition, it was believed that the biosense webster products were not the direct cause of the event. There was an esophageal temperature probe in place to monitor any temperature changes when ablating on the posterior wall to prevent esophageal injury. The patient did require surgical intervention and hospitalization. The overall time for the ablation at the site of injury was 60 seconds. Settings during the event include: power setting 25 watts / temperature ranged from 31-33 degrees celsius with a median temperature of 33 degrees celsius / measured impedance ranged from 148 ohms to 164 ohms.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system (model#m-4800-01 serial#(B)(4)); coolflow pump (model# unknown serial# (B)(4)); soundstar catheter (model# unknown lot# unknown); lasso catheter (model# unknown lot# unknown). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).